Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to cied/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra lead was removed successfully. Then, with the same 14f glidelight and byrd 10f and 11.5f dilator sheaths on the rv lead, advancement was made near the tricuspid valve where progress stalled. Upsizing to a 16f glidelight, the glidelight advanced and lased a few centimeters from the tip of the lead. Under fluoroscopy, it was noted that the glidelight device was protruding several centimeters into the apex of the heart. Immediately after the glidelight was removed, a pericardial effusion was detected and the patient¿s blood pressure dropped. Rescue efforts began, including extracorporeal membrane oxygenation (ECMO) and sternotomy. An rv perforation was discovered, and although repair was attempted, the patient did not survive the procedure. This report captures the 16f glidelight device in use when the rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. B7): other relevant history unk. D4): device serial number unk. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): cardiac perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.